Manufacturer narrative:
Our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of tubing defective/damaged was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
It was reported while using bd saf-t-intima closed IV catheter system the connection was broken. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: the operating room nurse reported that the connection between the tail end of the indwelling needle and the extension tube was found to be broken during use.